Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell four of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient planned to finish therapy using manual exchanges. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.